Manufacturer narrative:
The device passed displacement test, operating currents, basic occlusion test and prime test. However, the pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratched display window, cracked battery tube threads, and with cracked reservoir tube lip.

Event description:
It was unknown why the customer's insulin pump was returned. No further information provided.